Event description:
It was reported that the patient experienced a loss of therapeutic effect. There was no known accident or incident related to the complaint. Impedance measurements were normal, except for electrode 4 which appeared to be open. The patient was programmed at 10.5 volts and didn't feel the same as he used to. The battery was steady at 2.56 volts. Additional information received reported that the patient was reprogrammed and was able to better feel stimulation to needed areas. It was also reported that the battery indicated it was running low and the patient was going to follow up with the cp to schedule surgery. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).